Event description:
External ventricular drain (evd) clamped and opened clamps to drain becker drain. When becker drain unclamped, tubing ripped open and cerebrospinal fluid (csf) spilled on the floor. Patient remained clamped at transducer site.